Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and start-up process were performed. The customer?s reported problem was confirmed. According to the investigation, the pump force was out of spec at 5 and 15lbs and the count was at zero. Investigator?s recalibrated the pump force and that cleared up the problem and confirmed that the observed out of calibration condition is the result of normal wear and calibration drift (pump is over 9 years old). The problem source of the reported problem is normal wear and calibration drift (pump is over 9 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited force sensor test failure. No reported adverse effects.